Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a portex® bivona® custom flextend¿ tts¿ neonatal and pediatric tracheostomy tube had a small leak at the flange where the balloon connected after one day of use. The event was observed by a nurse during cuff refill. The cuff patency was tested prior to use. The cuff was filled with sterile water. A routine tracheostomy tube changed was performed and the event was considered resolved. No patient injury was reported.

Manufacturer narrative:
One used portex® bivona® custom flextend¿ tts¿ neonatal and pediatric tracheostomy tube was returned for evaluation. Visual inspection found no issues with the product. Functional testing involved use testing with air and showed a slow leak was present at the union of the airway inflation line and the neckstrap. Based on the evidence, the observation was attributed to the airway line being pulled during use, creating separation in the adhesive bonds located at the joint. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. A device history review, relevant to the reported lot, did not find any non-conformities during manufacturing and the lot passed qa inspection prior to shipment.